Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found foreign material in the helix housing and medical adhesive adhered to the lead body at 4.7 cm from the connector pin. The lead d exhibited normal electrical characteristics.

Event description:
This report is to advise of an event observed during analysis.